Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 1 year, 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported the patient presented to the emergency department with complaint of blood in stool. The patient endorsed fatigue and weakness and denied nausea, vomiting, or abdominal pain. Hematocrit dropped from 39% to 26%. The patient received a transfusion of 1 unit of packed red blood cells (prbcs) on (B)(6) 2018. Gi was consulted and they performed a small bowel enteroscopy and colonoscopy on (B)(6) 2018. The esophagogastroduodenoscopy (egd) showed two actively bleeding angiodysplastic lesions in the patient's stomach and clips were placed. The colonoscopy was normal and the patient was transfused another unit of prbcs on (B)(6) 2018 and 2 units prbcs on (B)(6) 2018. A capsule endoscopy was performed on (B)(6) 2018 showed gastritis, small bowel lymphangiectasis, and multiple areas of angiodysplasia without bleeding in the small bowel. The patient was discharged on (B)(6) 2018. The patient was on warfarin at the time of the event. No additional information was provided.